Event description:
It was reported the patient underwent mitral valve replacement. Postoperatively, the patient developed severe mitral valve regurgitation and the valve was removed and replaced with a 27 mm sjm mechanical valve. Intraoperatively, a tear in one leaflet was noticed. The patient is reported to be recovering in the intensive care unit. Additional information has been requested.